Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had signs of fluid ingression at downstream occlusion sensor on chassis. Review of device history log identified 13 no disposable alarms. Simulated use testing was unable to replicate the error without a disposable attached. The customer stated issue was could not be duplicated. The downstream sensor was replaced to address the issue. Problem source could not be identified.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound with no cassette. No adverse effects reported.